Manufacturer narrative:
The philips field service engineer (fse) was dispatched for onsite investigation. The mx550 was tested and it was operating as intended. The device alarmed as intended. While the event date was provided, the customer was unable to provide the time of the missed alarm. Device reports were received, however the log data from the patient information center ix (pic ix) was not provided. Due to the absence of log data and the inability to determine the time of the event, an investigation could not be performed and the allegation is not confirmed. Spo2 can be configured for an alarm sounding delay. The provided information does not include the configuration for the affected monitor so it is not known whether the delay may have contributed to the allegation. Information is being provided to the customer to resolve the issue. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Partial log information was received, however the technical investigation cannot be completed until the remainder is received. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that spo2 did not alarm when the patient went below the low alarm limit. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips technical consultant (tc) was dispatched to the customer site. The device was tested with an alarm simulator and the device alarmed as expected. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.